Manufacturer narrative:
The curved bipolar dissector instrument has been received for failure analysis evaluation; however, failure analysis is still pending.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a plastic part inside the curved bipolar dissector fell into the patient's abdominal cavity during surgery. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument to perform failure analysis. The instrument was analyzed and found to have a broken bipolar yaw pulley near the grip. The broken piece was returned with the instrument, no missing parts. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.